Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The patient reported that their ins was at (B)(4) charge and was charging for 1-1.5 hours but would not show that the charge was complete. The patient reported that this occurred today, and further reported that they charge daily with no coupling issues. There were no patient symptoms reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who reported that the patient has high power settings and would try longer charging sessions to resolve the ins being stuck at 75%. The issues were still unresolved at the time of this secondary report.